Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the lad artery, the maverick2 monorall balloon ruptured at 8 atm's on the initial inflation. The pt was asymptomataic during this event. The maverick2 balloon was removed and replaced with an unspecified device. A 6f medikit introducer sheath, a getz neo's soft guidewire (size unk), a 6f brite tip guide catheter and a brown b inflation device were used. The maverick2 balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as "good".